Event description:
It was reported that there was a line going across the display of the infusion device that affected the values displayed on the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).